Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems india (omsi) (returned to omsi on 2022/12/04). The evaluation at omsi confirmed that the rigid scope's ocular is detached and damaged. Furthermore, the light guide fibers were found to be broken and there was a dent on the insertion tube. All findings were caused by mechanical force and can thus be attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the rigid scope without showing any abnormalities. The case will be closed on olympus side with no further actions and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that the rigid scope's ocular got detached during reprocessing. No further information was provided but there was no report about an adverse event or patient injury.